Event description:
It was reported that the user experienced recurrent low glucose events while using the ilet bionic pancreas despite overall reports indicating that the user was in range most of the time. Some low glucose events were reported to be associated with physical activity, and symptoms consistent with hypoglycemia were described. Outcomes included dissatisfaction with therapy and the user¿s decision to discontinue use and request device return. An investigation was conducted that included review of device data and user reports, provision of troubleshooting and education, additional training, and consultation regarding a potential factory reset. Review of the available information indicated that no device alarms or malfunctions were reported and no device component failure was confirmed. The reported low glucose events occurred in the context of physical activity and user-specific factors. Based on previously established findings for similar reports, the cause of the events was determined to be unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.